Event description:
It was reported by the customer that a pyxis medstation es system is on critical override. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the network and communication issue. The technical support specialist dialed into the station, no errors located on logs and request interface agent to check up on the station. The system functioned as intended as the technical support specialist troubleshooted the device.